Manufacturer narrative:
Date sent to the FDA: 4/8/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient was admitted to the hospital on (B)(6) 2019 for a low grade fever, abdominal pain and elevated white blood count and had an anterior abdominal wall abscess. It was reported that the patient underwent a surgical procedure on (B)(6) 2019 during which the surgeon lysed significant adhesions of the small bowel and omentum to the undersurface of the hardened mesh, debrided the large chronic abscess involving the mesh and meticulously excised as much of the mesh as possible. It was reported that the patient underwent a surgical procedure on (B)(6) 2020 due to persistent abdominal pain and recurrent seroma during which the surgeon he debrided, drained and removed the 30 x 30 cm extremely extensive rind of the multi loculated seroma from the abdominal wall fascia that extended into a portion of the existing mesh. He resected more mesh as he could safely and performed a panniculectomy due to the massive stretching of skin from the seroma cavity. It was reported that the patient severe pain, inflammation, infection and bowel injuries. No additional information was provided.